Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a missing response button switch. The response button covers were also missing. Additionally, monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the missing response button switch was excessive force. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.